Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: (B)(6) hospital. Surgeon push the thumb ring forward to deploy the bag but the prong cannot deploy. This device stuck with trocar. Please consult with attached photo. They replace with a new one to complete this surgery. Product available for return. Additional information was received via email on 21jan2022 from [name], purchasing representative, [facility]: an [brand] trocars 12mm by [brand] medical devices was used with the device, it will be returned with the complaint unit. There were multiple attempts made to advance the actuator, the prongs were exposed inside the patient. The distal end of the tube was outside the trocar tip when the user attempted to deploy the actuator. The unit was not moved within the trocar after the bag was deployed because it got stuck and cannot patient status: fine. Type of intervention: the case was completed with a new product.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection observed a jammed cord inside the non-applied cannula, confirming the complainant¿s experience of a device jam. The metal supports were also exposed with the tissue bag detached. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the device jam or exposed metal supports based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: nephrectomy. Detailed description of event: [name] hospital. Surgeon push the thumb ring forward to deploy the bag but the prong cannot deploy. This device stuck with trocar. Please consult with attached photo. They replace with a new one to complete this surgery. Product available for return. Additional information was received via email on 21jan2022 from [name], purchasing representative, [facility]: an [brand] trocars 12mm by [brand] medical devices was used with the device, it will be returned with the complaint unit. There were multiple attempts made to advance the actuator, the prongs were exposed inside the patient. The distal end of the tube was outside the trocar tip when the user attempted to deploy the actuator. The unit was not moved within the trocar after the bag was deployed because it got stuck and cannot be moved. No steps were taken when the cord became stuck inside the trocar. A new inzii and trocar were used to complete the case. Patient status: fine. Type of intervention: the case was completed with a new product.